Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022518 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number191-000 / lot 1022518, test base part number 190-430 / lot 1022518. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022518 showed that the complaint rate is 0.004% (2/52248). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. H10 reference MFR. Reports: 1221359-2021-02629.

Manufacturer narrative:
Reference MFR. Report: 1221359-2021-02629. Initial reporter address: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two false-positive results with the ID now covid-19 assay. This report represents one of two. The customer reported false-positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab. Repeat testing was not performed. Pcr confirmation testing generated a negative result. The customer stated the patient was transferred to the covid ward due to the point of care results. Unfortunately, no additional patient information, including treatment and outcome, was provided.